Event description:
It was reported that the camera head's cord disconnected. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(4). No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable is flooded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: new defective phenomena "cable is flooded" was confirmed at the inspection by the repair department, nevertheless, it was determined that the device satisfied the product specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.